Manufacturer narrative:
(B)(4). Product no returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue. A follow up call was performed (B)(6) 2016, spoke with daughter diane who stated she was not at home and did not have the meter with her. The result of hi could not be verified. Daughter stated she called the doctor at the time of initial call and an office visit was scheduled. Customer went to doctor appointment 1 week later with fasting lab results of 429 mg/dl. The doctor instructed the customer he is to follow a diabetic diet as he is non-compliant. Customer did not get admitted nor go to a hospital for the "hi" result obtained. The customer was not symptomatic at the time of the call. Customer stated she no longer had the meter.

Event description:
Customer daughter called to inquiry what the result of "hi" means. Customer was instructed the "hi" result could indicate a reading of 600mg/dl or higher. Customer was instructed we would have to change the meter and strips out for an investigation on the meter. Customer stated can I call back later to change the meter out and disconnected call. Customers number obtained by caller ID for follow up as call was disconnected by customer.